Manufacturer narrative:
This report is related to MDR 2124215-2023-09574 and 2124215-2023-09581.

Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications. This report is for the third fiber.

Manufacturer narrative:
This report is related to MDR 2124215-2023-09574 and 2124215-2023-09581. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached and not returned; therefore, the reported event is confirmed. The metal cap exhibited severe debris adhesion on it surface, indicative of prolonged tissue contact. The fiber was functionally tested using the helium neon (he-ne) laser fixture. Analysis identified there were no signs of breaking along the length of the fiber. The connector cone, segments, and tabs appear in good condition and were secure. The fiber passed the connector segment verification test. The control knob was attached and aligned with the fiber and could rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the procedure, the glass of the fiber broke. The fiber was replaced, but the same device issue occurred with the second and third fibers. The first fiber had been used for 27,557 joules and 7:27 minutes. The fiber cap/tip was not cleaned during the procedure. The second fiber had been used for 37,489 joules and 10:21 minutes. The fiber cap/tip was not cleaned during the procedure. The third fiber had been used for 54,233 joules and 10:27 minutes. The fiber cap/tip had not been used during the procedure. The fibers were replaced, and the procedure was completed using a fourth fiber. There were no patient complications.